Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Address line 2 continued: aichi prefecture.

Event description:
The customer observed smoke from the architect i2000sr analyzer. The customer indicated that smoke came from the back of the device. An abbott field service engineer has evaluated the event and confirmed that the vacuum pump dispenser was burned out. The vacuum pump was replaced. No injuries or impact to patient management were reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a field service engineer (fse) review, service history review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. The field service engineer (fse) was dispatched to inspect the analyzer and identified a short to the vacuum pump condenser that was caused by splashing from the lower waste manifold. The splashing occurred because the foam plug of the waste manifold was deteriorated/missing. The vacuum pump and foam plug were replaced to return the analyzer to normal operation and were considered the likely cause parts of the issue. A review of the analyzer service history was performed and no contributing factor on or around the date of the event was found. There were no subsequent reports of smoke/burn of the vacuum pump since the likely cause parts were replaced. Tracking and trending review was completed. No adverse trend for tickets with replacements of the pump, vacuum (rohs) and foam plugs were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.